Event description:
It was reported that pump displayed altitude alarm earlier in day, but insulin delivery was not currently suspended when customer contacted support. There was no adverse impact to the customer¿s blood glucose level. Customer received guidance from technical support on preventing future altitude alarms, acknowledged instructions, did not need to replace cartridge, and was able to resume insulin using original cartridge.